Event description:
Pt using cadd hivol with filter tubing #7081 to receive her tpn. Tubing began to leak around the filter. Tubing was replaced without problem. Complaint filed with co. No adverse consequences at this time noticed.